Manufacturer narrative:
The device was returned for evaluation. The device was programmed on channel a to deliver a volume of 490 ml in 6 hours 42 minutes, at a flow rate of 3 ml/hr, resulting in: 494 ml delivered in 6 hours 42 minutes. 490 ml * 5% = (+/- 24.5 ml) with a tolerance of +/- 5%. The delivery value was within the allowed range. The delivery error margin was + 4%. According to the customer's experience, the infusion was paused for a while, but customer protocol testing determined that the device ran for 6 hours 42 minutes without interruption, and the infusion was completed without stopping or changing the values, delivering as programmed. A keypad test was performed to verify that it did not auto-program. Each key worked correctly, and the test passed successfully. It can be concluded that during the customer protocol and product verification testing, the device infused correctly without over-delivering, generating no faults or technical alarms, or over-programming caused by the keypad. The probable cause of customer's report; the user paused the infusion for 1 hour 3 minutes.

Event description:
Gcm received an email from ms. (B)(6), professional nurse from (B)(6) hospital on 30-jun-2025, regarding a plum 360 ln 30010 sn (B)(6), module ln and sn not provided. It was reported an incident involving a male patient, with initials (B)(6), who had been taken to the surgery department at 8:00 a.m. With hyperhydration infusion due to chemotherapy. The doctor found the infusion paused which indicated that it had been off since 6:00 a.m. The product status at the time of the event was during infusion and the device is available for evaluation. The event occurred during patient use, however it is unknown if there was any harm. Vribeiro 30-jun-2025.